Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 5 previously reported events are included in this follow-up record. Product return status 2 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h10 3 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status 1 device was received. 3 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. - 3 events had no patient involvement; no patient impact.